Event description:
In (B)(6) 2007, plaintiff was implanted with a pelvic mesh product. Plaintiff's attorney alleges, "as a result of having the products implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone and will undergo corrective surgery or surgeries," and had tissue injury with damaged nerve endings that lead to "neuromas." Also alleged, plaintiff was caused and will be caused severe personal injuries, severe emotional distress, and other damages.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.